Event description:
It was reported that the patient experienced a loss of therapeutic effect which included increased urinary incontinence with urgency, as well as increased urinary frequency. Reprogramming sessions took place each month from (B)(6) 2010 through (B)(6) 2011. The lead and neurostimulator were replaced and the patient recovered without sequela the same day.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3889-28 lot# v501927 implanted: (B)(6) 2010 explanted: (B)(6) 2011; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (ipg 3058 interstim ll, serial# (B)(4)) found no anomaly. Connector module was scratched. Foreign material was found in port(s). Analysis of the lead (tined lead, 3889-28, lot# v501927) found its body cut through and the product segmented. Only a proximal segment was returned. Proximal end and setscrew mark were not visually examined (returned connected). Lead insulation was cut through. Distal end was not returned.